Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital with chest pain. X-ray and CT scan confirmed lead perforation. Loss of capture and low sensing were noted. The lead was repositioned. There were no complications and the outcome was good.